Event description:
The customer reported that there was an iris diaphragm error and a mechanical error. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the collimator and calibrated the dose indicator. The system operates as intended.